Event description:
The following has been reported: harbourview pump (B)(6). No description of occurrence provided. No patient harm. An initial review of the device logs reveals the following: software bug (software-5 resistor coupling timeout) or mechanical hardware failure (vr decoupled). An active infusion was delayed (per the logs); no adverse event was communicated. Reporting due to the referenced issue as a conservative measure. Further information is needed to complete the investigation.

Event description:
The device was returned for either a potential software bug or mechanical hardware failure. When initially turned on, no alarms were present. The pump was put through and passed final acceptance testing. The resistor drive motor was checked for potential physical issues with no issues noted. The pump was then reverted to manufacturing mode and ran through front housing tests, having passed all of them. The pump is performing without signs of fault.